Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr, qc 2: 2.7 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient tested with coaguchek pro ii meter serial number (B)(4). At 13:27, a sample from the patient was tested using the meter, resulting with a value of > 8.0 inr. The patient was then sent to the laboratory for testing. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.06 inr. At 4:21 p.m., a sample from the patient was tested using the meter, resulting with a value of 2.1 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The reporter's product was requested for investigation.